Event description:
The hcp reported that the pt was in a coma following refill. At time of the routine pump refill, the nurse withdrew 3 cc of orange tinted fluid and then filled the pump with 18cc of lioresal 2000 mcg/ml. No other symptoms or treatment of the pt were reported. A follow-up report will be sent if add'l info becomes available to us.